Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
It was reported that during arthroscopic bankert repair the device broke when the surgeon inserted it into a glenoid cavity. It was also reported that he removed all the broken pieces from the patient's body. The device was discarded at the hospital. The surgery was extended for certain minutes but specific time was not reported. There was no harm to the patient. The backup device was used to complete the case. Additional information received by email from the affiliate on 12-24. Additional bone hole was created. No. It was less than 30min.